Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had hole during reprocessing. Upon inspection of the customer¿s returned device it was observed, the forceps cover glue was peeling. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in event, the following evaluation findings were observed: the biopsy channel was leaking, the probe unit was missing glue, the distal sheath had cut, the plastic distal end cover was chipped, the biopsy channel had tear marks, the insertion tube protector had boot cut, the control knob had click noise and low tension, and the scope connector was loose. The device has been serviced and returned to the user facility. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been nearly 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the forceps cover glue peeling likely occurred from external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.